Event description:
Litigation papers allege the patient suffered severe pain in the hip and groin, which negatively affected her ability to walk, move, and sleep, and experiences a sensation of movement of prosthesis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
Depuy considers this complaint closed at this time. Update (B)(4) 2013 - asr/supplemental information received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation.